Manufacturer narrative:
For tuas eclipse needles from 2/1/2015: capas 46905 and 56413 were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. Results: two pictures were received and observed. The pictures showed the hub was broken and the safety shield was disengaged. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: based on the complaint verbatim, the safety shield was broken due to the user pushing it against the bed and it broke off. Without an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4). Date of event: unknown. A photo is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse attempted to engage the safety shield of an unspecified bd eclipse needle by pushing it against the bed, and it broke off. There was no report of any medical intervention.